Event description:
The customer reported that the probe of the ortho provue analyzer was crushed and the reagents on board were contaminated. The customer indicted that no false results/ erroneous results were reported. No other info was provided regarding possible error messages posted at the time of the incident. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
An ocd field engineer visited the customer site and replaced the probe and two vacuum disconnected fittings. Wad diagnostics testing was performed without any issues. Qc was acceptable. Repairs have returned this instrument to expect operation. This customer has not logged any complaints against this analyzer since the incident. Incident is isolated. (B)(4).